Event description:
Provider states the chair slows down after a few minutes, when turned back on, it goes fine for a couple minutes then slows down again. (P/n 1127291) joystick spj+.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.